Manufacturer narrative:
The customer reported one add'l occurrence of this malfunction. Please refer to the below MDR to reference the add'l occurrence: MDR 2245270-2014-00040. Even though the malfunctioning sample was not returned, vygon has forwarded the complaint info to vygon (B)(4) (the manufacturer) for complaint investigation. This investigation is currently on-going, and the results be communicated to FDA via a f/u MDR within thirst days of its conclusion.

Event description:
PICC was found to be leaking at the top port (hub).